Event description:
A malfunction occurred in the customer's device, which was indicated by the display of a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappeared. The customer acknowledged and understood the instructions.